Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter difficult to deflate. Only a small amount of water was able to drain and the catheter unable to pulled out. On the next day, the catheter fell out spontaneously. Per additional information received via email from the ibc on 11 sep 2020, there were no missing pieces and no impact to the patient was reported.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Sample was evaluated and inflation eye met internal specification. Subsequent investigation show strong correlation of low rubberize layer in combination with high x-sectional ratio as primary contributor to collapsed lumen failure during usage by user. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter difficult to deflate. Only a small amount of water was able to drain and the catheter unable to pulled out. On the next day, the catheter fell out spontaneously. Per additional information received via email from the ibc on 11sep2020, there were no missing pieces and no impact to the patient was reported.